Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 127 ohms. Technical services (ts) reviewed the latitude data and stated that this patient showed a monitored shock impedance that was increasing gradually and was ranging from 56 ohms to 127ohms. Ts recommended to evaluate the rv lead for any evidence of micro or macro lead fractures. This rv lead currently remains in service. No adverse patient effects were reported.